Event description:
A customer reported that the t:slim x2 pump battery was not charging, and a power source alert was noted in the pump history. Upon investigation, it was confirmed that they were using the appropriate tandem charging cable and wall adapter. After leaving the wall adapter plugged into a working outlet for at least 30 minutes, the pump began charging with the original charging supplies. There was no adverse impact to the customer's blood glucose level, and the resolution of the issue required no further assistance.